Manufacturer narrative:
One used sample was received for evaluation for the complaint that there was a crack in the connector, and the medicine liquid leaked. As received, there were no damages or anomalies observed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. To replicate clinical use, the infusate line was primed with dyed water was done using an ICU medical provided syringe. No leaks were observed from the infusate line luer. No breaches between the two recirculating paths were observed. During operation, a leak was observed from the recirculating water path, from the downstream luer connector. The leak was identified to come from within the 3-lumen tubing and the downstream blue connector. A channel was observed at the bond. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a crack in the connector, and the medicine liquid leaked. The event occurred during priming. There was no patient involvement.